Event description:
A cartridge alarm was reported by the caller, and the customer's blood glucose level was noted as high, although the specific value was unknown. Despite this, there was no adverse impact on the customer's blood glucose level. The customer used a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support confirmed the recurring issue with cartridge alarms and decided to replace the pump. The customer was informed about receiving a new pump with updated software and provided with instructions on returning the problematic pump. Customer reverted to an alternative method of insulin therapy.